Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie off the hinges. The field service engineer (fse) removed the drawer from the auxiliary chassis and performed rear component inspection. Reset all cable connections, reinstalled the drawer, and reconnected the pyxis bus cable. System was powered on and completed application launch with automated firmware check/update. Successfully configured the replacement drawer and completed diagnostic testing in administrative mode, confirming proper functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie was off the hinges, and parts were sticking out of the device. However, there were no delays, adverse events or injuries reported based on this event.